Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint with the following clarification, the drive cable was broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a prograsp forceps instrument had a cable pulley broken. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.